Event description:
It was reported that the coverage was not appropriate. There was an impedance issue as electrode five had a high value of >10000. The other 15 electrodes were okay. The stimulation was in the wrong location. Actions required as a result of this event was reprogramming and impedance testing. Symptoms associated with this event was that the patient was getting less than 50% therapy relief in their lower back. At the time of this report the patient was alive with no injury. The patient wasn't receiving enough relief, but after reprogramming he had more stimulation in the appropriate areas and was achieving desirable results. Upon follow-up there was a 50% or greater symptom reduction. The cause of the event was unclear as the patient got into an altercation with an (B)(6) boy, but it was not device related. The patient had received additional programs on the day of this report that increased his symptom reduction. The patient was doing well and receiving effective therapy. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).